Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient developed an infection at the abutment site. There are plans to remove the abutment; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.